Event description:
Ous MDR - it was reported that about 9 months after the implantation oversensing without inappropriate therapy occured. 10 episodes of ventricular fibrillation with aborted shocks were recorded since (B)(6) 2013. No adverse patient side effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation at 34 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause of the oversensing mentioned in the complaint description and confirmed by the received home monitoring data. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.